Event description:
A medtronic representative reported that, while in a cranial procedure, when selecting navigation views, the software unexpectedly exited and returned to the logo screen. In trouble-shooting, a system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.